Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient had moderate high intraocular pressure in the left eye (23 mmhg) and received carteolol hydrochloride eye drops, twice a day for the event. The procedure type was not reported.

Manufacturer narrative:
Additional information was provided in sections h.6., and h.10. The sample was not returned. Therefore, testing could not be performed. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A check of the batch production record for this lot showed no unusual manufacturing issues. A check of the complaint records showed other complaints against this lot. These are all reports from a clinical study. A check of confirmed complaints attributed to the high intraocular pressure showed no complaints since the beginning of 2015. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and indicated that the patient had temporary obstruction of the anterior chamber angle due to anterior displacement of the lens and iris, resulting in increased intraocular pressure. The patient was completely recovered from the event.

Manufacturer narrative:
Additional information was provided in sections b.2., b.5. And h.11. Additional information is provided in b.5. Based on this information received following submission of the report, this event does not meet criteria for reporting as a serious adverse event. No further report will be submitted under this mfg 2518435-2022-00055. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer and confirmed that the patient's right eye was included in the study, underwent surgery, and was exposed to the study product. The adverse events in the left eye were not related to the study product.